Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (display issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/30/2017-device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2017 with the following findings: during investigation, the pump was powered on and the display screen was found to be functioning properly. There was no ¿flicker¿ or blank display observed during testing. The pump was opened and no damage was observed to the display connector or display flex cable; the display connector latch was secure. The complaint of a display issue was not duplicated during investigation. There was no defect found.